Manufacturer narrative:
DHR review was completed. Review of manufacturing records, relevant to the lot reported, found no discrepancies or anomalies.

Event description:
It was reported that the cuff was leaking due to a small hole. No patient injury was reported.